Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced due to the patient experiencing complete heart block and in addition, the thresholds on the lead were rising. No further patient complications have been reported as a result of this event.